Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781,serial# (B)(4), product type catheter. Product ID 8781,serial# (B)(4), product type catheter. Analysis of the pump found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. There was slight corrosion and damaged teeth on gear wheel 3. Analysis also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to shaft-bearing. Analysis of the catheter found a reliability non-conformance of the catheter body with damage to the transition tube. There was a slice cut on one of the anchor ears. Eval code-conclusion no longer applies.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving bupivacaine, compounded baclofen and dilaudid at concentrations of 20 mcg/ml, 500 mcg/ml, 5.0 mg/ml and doses of 11.992 mg/day, 299.79 mcg/day, 2.9979 mg/day via an implanted pump. The indication for pump use was non-malignant. It was reported the patient contacted the clinic, on (B)(6) 2016, reporting the pump was alarming, she was unable to activate the ptm, and she was experiencing increased pain and felt terrible. The patient's pump was interrogated the next day and the pump motor had stalled on (B)(6) 2016 with recovery on (B)(6) 2016. The pump stalled again on (B)(6) 2016 without recovery. The healthcare provider (hcp) attempted to reprogram the pump in effort to restart the pump but the previous motor stall never recovered. The patient was scheduled for a pump replacement and the pump was replaced on (B)(6) 2016 with it being returned to the manufacture. It was indicated the event was related to the device or therapy. The issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.